Manufacturer narrative:
Additional information: the manufacturer internal reference number is:(B)(4).

Event description:
A completed questionnaire was received indicating the phaco emulsification tip was not working and the phacoemulsification handpiece became hot contributing to the event. The occlusion tone alarm was heard during the procedure. The corneal burn resulted in a wound leak requiring a suture for closure. Iris damage and prolapse where noted. There was no shallowing of the anterior chamber. The corneal burn did not result in corneal opacity. The burn has resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant procedure the phacoemulsification power was poor and the irrigation was poor. There was a milky appearance in the eye and the patient experienced a burn inside the eye. The case was completed as planned. This is the second report of two for this facility. Additional information has been requested.

Manufacturer narrative:
The surgeon complained of a milky appearance in the eye during phaco. The surgeon noted poor phaco and no irrigation. There was a burn inside the eye. The surgeon continued with the case. The incident occurred during surgery. No cases were cancelled as a result of this issue. This case is for patient 2 of 2. Additional information was requested with none received to date. The patient status is unknown. Additional information received from the customer noted: "there was two occasions where the phaco went milky but only one resulting in a burn. I wasn't in the theatre when this happened. I'm not able to fill in the form as I wasn't in the theatre - I only logged the call." Signs of a corneal burn include whitening of the cornea at the incision site, lens ¿dust¿ or ¿milk¿ appearing around the phaco needle, and a gaping of the incision site. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 17, 2014. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).